Manufacturer narrative:
Date of event is estimated. Additional information has been requested but not received.

Event description:
It was reported the patients lead had migrated. Migration confirmed via x-ray. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead , model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7023280. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating the patient is implanted with 2 leads, the investigation did not determine which lead was migrated.